Event description:
A healthcare professional reported that error code (loose tip) occurred for phacoemulsification (phaco) tip before the cataract surgery. The surgery was completed on same day by replacing the phaco tip. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).